Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the basal rates needed to be adjusted. Customer addressed bg with glucose tablets. Recommendation was made by tandem technical support to consult healthcare provider.